Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. During the procedure, the chronic pacemaker went into backup vvi mode due to a radio knife. The pacemaker was explanted and replaced. The procedure was completed with no adverse consequences to the patient.